Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device could not be fired at the 1st stroke of the 1st firing on the gastric body. The device was released and closed again. Then, the same device could be fired properly. The deployed staples were formed properly. After that, the device was fired five times and functioned as intended. Eventually, the device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with seven cartridge reloads present. Cartridge (b, c, d, e, f) ecr45d, j5k86u were received fully fired and in good visual condition. Cartridge (g, h) ecr45b, j5j58j were received fully fired and in good visual condition. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.